Manufacturer narrative:
Multiple attempts were made to obtain patient's weight however none was provided. Approximate age of the device is 3 years, 11 months, 16 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient was admitted with severe aortic insufficiency (ai). There was a pump stop due to the motor stop command button being received. At that time the set speed was adjusted from 9200 rpm to 6000 rpm. The set speed was then adjusted to 9000 rpm. There was a no external power alarm due to the patient disconnecting both leads while changing over power sources, at that time there was another backup battery fault that cleared immediately. It was suggested to reseat the ebb ribbon cable. It was also noted the supply voltages are low at times. There were no other unusual events within the log files.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed pump stop alarms; however, the event was associated with the activation of the motor stop button. The submitted log file was dated 26jun2019 contained approximately 29 days of data. On 5jun2019 from 8:58:08am through 9:05:48am, there were 6 pump stop alarms, with corresponding low speed hazard and low flow hazard alarms, due to the motor stop command being received multiple times. After the event, the pump returned to its fixed speed as designed. It was reported that the patient was admitted with severe aortic insufficiency. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU outlines all system monitor operations and alarm messages and provides information regarding the pump stop button. This document explains that the pump stops within the first few seconds of holding down the pump stop button; however, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. This IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.